Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device was discarded.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29mm sapien 3 transcatheter heart valve in pulmonic position by transfemoral approach. During the procedure, the balloon of the commander delivery system was damaged during valve alignment because it was performed inside the esheath due to user error. The balloon damage was not visible, but it was detected because there was blood inside the inflator device. Therefore, it was decided not to use the commander delivery system to deploy the valve. The commander delivery system with the crimped valve and esheath were removed together from the patient. A 26mm sapien 3 ultra kit was prepared, as it was considered to be large enough to achieve good results, to successfully implant the 26mm sapien 3 ultra valve. Also, a 16fr esheath was used at the second attempt, as there was less chance of balloon damage if aligning inside the esheath. There was no harm to the patient.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon leak was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, ''balloon damage was not visible, but it was detected because there was blood inside the inflator device. Therefore, it was decided not to use the commander delivery system to deploy the valve.'' Additional information provided mentioned that the damaged balloon was likely caused when valve alignment was performed inside the esheath. It is possible that performing valve alignment within the sheath can potentially lead to the valve not being properly seated. Doing so can cause additional tension during valve alignment and contribute to the balloon damage reported. However, without the device or applicable imagery, a definitive root cause is unable to be determined. Available information suggests procedural factors (valve alignment in sheath) contributed to the reported events. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.